Manufacturer narrative:
On (B)(6) 2021, mentor became aware that statement "the device received the device in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. No further reports will be sent" was erroneously submitted in follow up report 1. Manufacturer¿s reference number: (B)(4) the relevant h fields have been updated. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the saline 325 cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline 325 cc breast implant had a tear within a line of shell wear on the anterior aspect. The tear was extending to the posterior aspect measuring approximately 2.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On july 30, 2021, the mentor failure analysis lab has received the device for evaluation. The device received the device in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. No further reports will be sent. On august 3, 2021, mentor became aware that explantation date was erroneously omitted in initial report. Manufacturer¿s reference number: (B)(4). Patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast surgery with an unspecified saline breast implant experienced left sided deflation post procedure. As a result, patient had a planned explantation.